Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient went to catheterization laboratory (cath lab) for explant. The device was successfully removed, and the sheath was placed for preclose. The patient moved on the table and broke the sheath off inside the vessel. Vascular repair was required.

Manufacturer narrative:
A4: patient weight is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the access site adverse event was use related since patient movement on table during explant led to bleeding with perclose sheath breaking off and later vascular repair being done to resolve bleeding.

Event description:
A 83-year-old female with cardiogenic shock secondary to acute myocardial infarction was supported with an impella cp device. The patient underwent impella cp support following pci to the lad. At the time of planned explant, the patient was taken to the cath lab. The device was successfully removed, and a sheath was placed for pre-close. During patient repositioning on the table, the sheath fractured inside the vessel, necessitating urgent vascular repair. Hemostasis was ultimately achieved surgically. Movement during transport or repositioning can destabilize the access site, increase local mechanical stress, and disrupt hemostasis, thereby elevating bleeding risk. There was no customer concern of device malfunction, structural failure, or performance issue was identified. The event occurred after device removal and was related to vascular access management. For vigilance, the major bleed and subsequent vascular repair are conservatively associated with impella use due to temporally association. Based on available information, the underlying procedural factors. The patient repositioning during transport likely contributed to the event, rather than device-related. Based on the p-level and flows noted the impella cp functioned as intended during support. Additional information from rep: "I can confirm it was not an abiomed sheath. I believe they placed a cook catheter. If I remember correctly, the patient was sent to the unit post impella placement (peel away removed and repo sheath in place). Came back the next day for explant, impella was removed over a table wire. New sheath placed to assist with closure."

Manufacturer narrative:
Updated information was provided in b5 (event description). Additional information has been provided in e1 (initial reporter). Upon review, it was identified that it was inadvertently omitted in error in the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.